Manufacturer narrative:
Ge service representative performed an onsite investigation. The dose area product display was calibrated. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the dose area product display was too low. No reports of patient injury.